Manufacturer narrative:
No physical sample was returned for evaluation; however, a photo from bard (B)(4) was provided. The photo confirmed an irregular balloon burst on the catheter. It was unable to be determined what the root cause was, based on the photo only. The reported event was confirmed as cause unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the patient felt a catheter "pop" when insitu. The healthcare professional (hcp) attempted to deflate the balloon and was unable to. The hcp removed the catheter and noted that the balloon had burst. The patient was reassured that there appeared to be nothing left behind and continued to progress as expected. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient felt a catheter "pop" when insitu. The healthcare professional (hcp) attempted to deflate the balloon and was unable to. The hcp removed the catheter and noted that the balloon had burst. The patient was reassured that there appeared to be nothing left behind and continued to progress as expected. There was no reported patient injury.